Manufacturer narrative:
Product ID: vedr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the atrial lead was oversensing the patient's atrial fibrillation. The patient felt a significant amount of palpitations, shortness of breath and chest tightness. The patient was taken to the emergency department and underwent testing and the symptoms resolved. The sensing parameters on the lead were adjusted and it remains in use. It was noted that the patient is taking part in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.